Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2005. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER after hearing alerts from the device. The right ventricular (rv) lead had high impedance. The lead was found to have a fracture. The lead was extracted and replaced. The patient was enrolled in the post approval network (pan) clinical study. No patient complications have been reported as a result of this event.